Event description:
It was noted that when a portable liquid oxygen unit was filled, it was leaking oxygen. The portable unit was removed from service and will be inspected and repaired by the biomed department.